Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("violent abdominal and pelvic pain"), abdominal pain ("violent abdominal and pelvic pain") and crohn's disease ("crohn disease worsening") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant) and adenomyosis ("adenomyosis"). The patient was treated with surgery (removal of the implants with hysterectomy via abdominal way on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, crohn's disease and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, crohn's disease and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-oct-2018. The most recent information was received on 05-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("violent abdominal and pelvic pain"), abdominal pain ("violent abdominal and pelvic pain") and crohn's disease ("crohn disease worsening") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant) and adenomyosis ("adenomyosis"). The patient was treated with surgery (removal of the implants with hysterectomy via abdominal way on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, crohn's disease and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, crohn's disease and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.